Manufacturer narrative:
The product has been requested back for an investigation and the customer agreed to return the device. However, no product has been received at this time despite follow up attempts by adc. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. A valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or on-conformances that could have lead to the complaint. Tracking and trending reports for the past year was reviewed based on the product line and reported issue. The review identified a tripped trend and corrective actions were taken. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. This serves as a correction report. Section h11(additional mfg narrative) was incorrectly updated in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified higher sensor scan results compared to unknown results obtained on an unknown device. It is unknown whether the customer noted a trend arrow on the device. Because of the high sensor scan results the customer counter injected with insulin (dose, type unspecified) as a result the customer experienced hypoglycemia and loss of consciousness. The customer was unable to self-treat. The customer¿s caregiver called an ambulance. Upon arrival, the customer blood glucose levels were measured by a healthcare professional (hcp) and was noted as 40 mg/dl on the hcp meter when compared to a sensor scan result of 300 mg/dl. The length of the wear was 11 days. When the results were plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. The customer regained their consciousness and was treated with IV glucose by an hcp for the diagnosis of hypoglycemia. The customer was admitted to the hospital and remained overnight for the further observation. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. At this time product has not yet been returned and a valid serial number has not been provided. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical and stability were reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and libre sensors, no trends were identified that would indicate any product related issues. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified higher sensor scan results compared to unknown results obtained on an unknown device. It is unknown whether the customer noted a trend arrow on the device. Because of the high sensor scan results the customer counter injected with insulin (dose, type unspecified) as a result the customer experienced hypoglycemia and loss of consciousness. The customer was unable to self-treat. The customer¿s caregiver called an ambulance. Upon arrival, the customer blood glucose levels were measured by a healthcare professional (hcp) and was noted as 40 mg/dl on the hcp meter when compared to a sensor scan result of 300 mg/dl. The length of the wear was 11 days. When the results were plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. The customer regained their consciousness and was treated with IV glucose by an hcp for the diagnosis of hypoglycemia. The customer was admitted to the hospital and remained overnight for the further observation. There was no report of death or permanent impairment associated with this event.